Event description:
The 2.0/2.3/2.7 screws for the mandible fracture system stripped when the surgeon attempted to put them in the patient. The rep was not able to be in the case and the surgeon said he tried all different sizes of screws. The surgeon used a twist drill and a drill guide but did not think they were the cause of the screws being stripped. The screws are not available and the customer ended up using a competitor's screws.

Manufacturer narrative:
The root cause could not be clearly determined, but possible root causes may have been: off-axis screw insertion, too high torque transmission during insertion/final tightening, damaged blade, usage of wrong screwdriver blade.